Event description:
Additional information received reported there was no notes indicating the reason for migration other than the tethering and "banjo stringing."

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: extension.

Event description:
A healthcare professional reported an extension migration and "banjo stringing" of the left deep brain stimulation (dbs) extension. Diagnostics included an examination done on (B)(6) 2016. Upon examination patient was found to have "banjo stringing/tethering" of left dbs extension leads that were quite prevalent. A surgery on (B)(6) 2016 was performed to relieve the tethering, and the extension was explanted/replaced. Etiology was noted as related to the device or therapy but not related to the implant procedure. The event was resolved without sequelae the day of surgery. The patient's indication for use was dystonia and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.